Event description:
It was reported that the patient was treated for a left severely comminuted fracture on an unknown date using a locking calcaneal plate. Eleven screws were used for fixation, and cancellous bone chips were used for adjunctive fixation. The patient experienced nonunion at 24 weeks postoperatively, and underwent a removal surgery to perform bone grafting and secondary fixation. Union was achieved at 36 weeks with the new fixation. This report is related to (B)(4), which captures two additional screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report h10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient# 7. Diabetes mellitus- no. "Index surgery or revision surgery?" Index. "Did a post-operative complication occur?" Yes. Describe post-operative complication(s)- non-union. Comments/notes: non-union secondary to fractrue pattern/comminution and bone loss; union at 36 weeks with new fixation. This report is for an unk - screw: trauma. This is report 2 of 10 for (B)(4).